Event description:
It was reported by the patient that the implantable cardiac monitor (icm) implant site bled and they "woke up covered in blood". The site was packed with gauze and the device remains in use. No further patient complications have been reported as a result of this event.